Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that they were having difficulty charging the ins. The patient reported that they have not been able to use the stimulator for a week. The patient reported that they were not feeling well and were in a lot of pain because they cannot charge and turn the stimulator on. The patient did not want to troubleshoot but eventually tried to start a charge session, and got ¿no device found¿, ¿reposition the recharger¿ then immediately the screen went to rm04, then it went dark.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they received a replacement controller and a charger and the stimulator is now charging and ¿working perfectly¿.